Event description:
While wearing the external equipement, the pt reportedly had no sound perception. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics implant.